Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 30-degree plus endoscope t to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "scope would not rotate camera". The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found damage on the integrated connector back housing. The cable integrated connector exhibited mechanical damage such as scratch marks/indentations at cable connector proximal end. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion the spring fingers. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was visually inspected and found with damage to the button pack assembly. A visual inspection confirmed hairline cracks on the button pack assembly. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the 8mm endoscope plus, 30-degree scope would not allow rotation of the camera, up was down, and down was up. It happened several times. The procedure was completed with no reported injury.